Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error and blank display. The customer¿s blood glucose level was 300 mg/dl. The customer reported that the buttons were not always responding. Customer reported that the pump was exposed to fluid. It was reported that the insulin pump was not turning on. The customer was treated with needle for high blood glucose. The customer declined troubleshooting high blood glucose. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, idle current test. Run current test, self test and off no power test. Device received with normal operating currents. No blank display noted. All buttons function properly. No damage in the keypad assembly noted. No moisture damage found on the lcd board, mother board, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection.